Event description:
A report was rec'd from FDA's medical products reporting program that a pt reported experiencing severe eye pain and her cornea "turned white" while using renu (unknown type) 03/2002. The pt saw an eye specialist and was diagnosed with a corneal ulcer. Later that the same year, the pt underwent a corneal transplant. Although requested, no further info is available.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.